Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed. Since the user was not responsive no further investigation was found necessary.

Event description:
On 26 october 2022, senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made.